Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-apr-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient is having a lead revision on (B)(6) 2018 due to lead migration and ineffective coverage of pain are as. The environmental, external, or patient factors that may have led or contributed to the issue are unknown. X-rays were taken as a diagnostic; however, the date that the x-rays were taken are unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member. It was reported that the patient's device had not helped and also mentioned the leads were moved. The caller mentioned that the patient was having an MRI tomorrow and they wondered once MRI screen goes down if it was still in MRI mode; this information was reviewed with the caller. The caller said a neurologist did nerve scan the other day and said the pain was coming from the patient's back rather than the leg. The caller stated the patient felt stimulation in their leg and the caller wondered whether they can do adjustments to get the stimulation in their back. The caller said the device never worked right and it was not in the right area. The caller stated they put new leads in last year because the leads had moved up two full cogs and they had to operate last may; it was noted that this contradicted information previous reported from the patient indicating that a lead revision occurred in (B)(6) 2018. The caller was directed to the healthcare professional. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient¿s wires had moved. It was reported that they noticed a change almost right from the beginning. The patient stated that they notified their healthcare provider (hcp) and manufacturer representative (rep) and had several reprogramming sessions. The patient stated that after about 8 to 12 months the hcp ordered x-rays and they were told that the wire had slipped up and it was on the wrong vertebrae. The patient stated that on the day of the revision, the rep turned their stimulation up really high and their leg was jumping around and they were told their stimulation was working. The revision occurred on (B)(6) 2018. It was noted that their pain coverage was not as good as the trial and their change in therapy/symptoms was considered sudden. The event occurred since implant, (B)(6) 2017. No further complications were reported/anticipated.